Event description:
In 2009, the patient's husband reported that for the past 2 days, the patient has had elevated blood glucose readings up to the 300's mg/dl with her normal range being around 120 mg/dl. He stated the patient does not think her insulin infusion device is properly delivering insulin. He stated that prior to the report, she disconnected from her device and he programmed several boluses, and insulin came out of the tubing. During troubleshooting, he stated he sees a large air bubble in the infusion set tubing. He was assisted in priming out the air bubble. The proper procedure for filling, inserting and changing the insulin cartridge was reviewed with him. He was instructed to program a 5 unit bolus and he confirmed the insulin is flowing from the tubing. He was advised to have the patient reconnect to her device, and program a correction bolus and recheck her blood glucose in an hour or so. On follow up in the next day, the patient's husband stated the patient is doing fine and her blood glucose returned to her normal range after changing her headset and removing the air bubble. A courtesy guide to infusion site management was sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.